Event description:
Initial report: this spontaneous case was reported on 05/11/2010 by a dermatologist. Several patients (nos) suffered from nodules at injection site after treatment with poly-l-lactic acid (sculptra). The physician would like to return the remaining four unused packages of poly-l-lactic acid batch-no a8027. Further information was not provided. Pharmacovigilance comment: sanofi-aventis company comment dated 05/19/2010: this case has no clinical data provided for assesment of the event.

Manufacturer narrative:
On 05/19/10: device qc performed.